Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. Non maquet screw caps were mounted on the luer lock connectors of the blood inlet cover, at the blood outlet and on the blood outlet cover. Within the caps blood was detected. No clots were visible on the blood inlet and blood outlet side of the membrane. The samples was forwarded to the qa lab for further testing. The product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria and therefore passed the test successfully thus the reported failure could not be confirmed. Based on the investigation results and the information available at this time the cause of this incident was determined to not be attributed to a device related malfunction. The oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Device requested for evaluation but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "the oxygenator was in use under 24 hours when the blood got dark on the arterial side and emergently had to be changed out. There was no change in pressures or flow and the gas source was checked." (B)(4).